Event description:
It was reported that the hcp received a motor stall occurred error message on the programmer after trying to interrogate a synchromed ii pump with magnet on telemetry head. The device system was used to deliver an unknown drug. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4).